Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicates the product met release criteria. File information provided indicated the use of an approved cartridge and handpiece combination. The product investigation could not identify a root cause. No other complaints were reported in this lot. (B)(4).

Event description:
A surgeon reported an "insufficient correction result" in a patient following an intraocular (iol) lens implant surgery. In a follow up, the surgeon reported the patient has residual cylinder and will need to wear glasses. The event is reported to be continuing.